Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced adhesive issue event on (B)(6) 2026. Since patient reported that infusion set tap not sticking upon insertion and cause of the product was not adhering and infusion set fell off from the site. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country : canada.